Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, occlusion alarms occurred. A system check was performed and the occlusion was found to be within the cartridge. Additionally, it was reported that the insulin gauge displayed an inaccurate fill estimate of 200 units after the delivery of 30 units. Reportedly, the cartridge was filled with 275 units. The cartridge was reloaded successfully and insulin delivery was resumed. Blood glucose level was 302 mg/dl.